Manufacturer narrative:
(B)(4). Batch # m53w4n. Eval: pan. Additional information was requested and the following was obtained: was the reload gst60b or ecr60b? Gst60b the analysis found that one plee60a device was returned in good visual condition and with the manual override door out of position and missing; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. A ecr60b cartridge reload was received with the cartridge pan out of position and missing. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. No conclusion could be reached on what may have caused the cartridge pan to dislodge. One possible cause could be improper unloading technique. Please make sure the device is unloaded by pushing the cartridge upward (toward the anvil) to unsnap the reload from the cartridge jaw. Any twisting or off center pushing can lead to this issue. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, on the last firing of the sleeve they tried to reload the stapler with a blue reload. They kept trying to reload it but the reload would not seat properly. The staff noticed a piece of the metal from the reload fell off into stapler jamming the device. Case completed with another device. There were no patient consequences reported.